Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, the battery was noted to be rapidly depleting. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Multiple attempts were made by cts to complete troubleshooting and gather additional information regarding the alleged battery issue, however no response was received.